Event description:
Patient reported "physician burst implant" to unknown side. The event of rupture is not device related and will be reported as user error. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, burst implant.